Event description:
This follow-up MDR is created to document the additional event information received for record #606757. According to the available information this inflatable device was implanted on (B)(6) 2011 and removed/replaced on (B)(6) 2020 due to kinked tubing. Additional information received from the territory manager indicated that the: ¿device did not cycle in the body; once removed, it cycled with no issues. Doctors think the tubing was kinked.¿ a titan one touch release pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the longer length pump exhaust tubing and on the reservoir inlet tubing. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with any of the returned components. The information received indicated the device didn¿t cycle in the body due to tubing kink, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a 22cm otr with bilateral 1cm rte was removed. Device did not cycle in the body; once removed, it cycled with no issues. Doctors think the tubing was kinked. Device removed and replaced.